Event description:
It was reported that during a gastrectomy the first battery change (new stacker was opened) . Then use of the new stacker -consequently the mandrel had to be turned back etc. The operation could be finished. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 8/10/2023. D4 batch # unk. B3: unknown, assumed 1st day of month that the event took place. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Could you please provide more details of device malfunction? 2. Where within the gap setting scale was the orange indicator prior to firing? 3. What confirmation was received that the device was fully fired? 4. Did the device staple? 5. Was the staple line complete? 6. Were there any staples missing from the staple line? 7. What was the shape of the staples (b-formation, irregular, legs straight)? 8. Were the staples deployed into the tissue? 9. Were the staples seen in the surgical field? 10. Did the device cut? 11. Was the cut line fully circumferential around the target tissue? 12. If the device fully cut, were both tissue donuts present? 13. If the device fully cut, were both donuts complete? 14. How many counter-clockwise revolutions were used to open the device? 15. How was it confirmed that the anvil was free from the tissue prior to removing? 16. After firing was the adjusting knob turned ½ to ¾ revolutions? 17. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? 18. Who fired the device? 19. Who removed the device? 20. Was the safety reset prior to removal? 21. What was the users experience with the device? Answer - device could not be triggered. It is probably the known contact or circuit board error that occurred a good 2 years ago. The instrument head was connected to a new instrument. No further information available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/24/2023. D4: batch #244a38. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and the anvil was not received. In addition, a tyvek was received along with the device. The breakaway washer was not present and the device was fully loaded with staples. When the test battery was installed the green checkmark did not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was tested for functionality with a test anvil and it was manually assisted. The device was fired with a test washer and anvil formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 244a38, and no non-conformances were identified.